Manufacturer narrative:
(B)(4). The investigation of the complaint has been completed. Our field service engineer confirmed the reported issue on-site. The standby valve was replaced and the compressor was returned to service after successful functional testing. The returned standby valve was installed in a reference compressor and connected to a reference ventilator without wall air connected. The compressor initially delivered air normally but went into standby after a minute, which is not normal behavior for a compressor when wall air is not connected. The standby valve shall put the compressor in standby only when wall air is connected. Microscopic inspection revealed that a seal was deformed in the standby valve, which caused leakage. As a result, an increased pressure was measured by a pressure sensor inside the compressor. The increase pressure is interpreted by the compressor as if wall air is connected to the compressor when it is not, which causes it to go into standby mode. A log evaluation confirms the reported issue on (B)(6) 2017. There was no patient involvement. The root cause for the reported issue was a deformed seal, how it got deformed has not been determined.

Event description:
(B)(4).

Event description:
It was reported that the compressor failed to start when the air pressure from the hospital central gas supply dropped below specified range. It is unknown if there was any patient involvement. (B)(4).